Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon inserted a 12.6mm vicmo12.6 implantable collamer lens, -06.50 diopter, in the patient's left eye on (B)(6) 2014. The lens was explanted on (B)(6) 2016 due to glares/haloes and blurred vision. The lens was exchanged for a toric lens of the same length and the problem was resolved.

Manufacturer narrative:
Patient's last visit was on (B)(6) 2016 with uncorrected visual acuity 20/25. Device evaluation: product evaluation found that the lens was returned dry in lens case/vial. Visual inspection found no visible damage to lens and foreign material on lens surface. Work order search: (B)(4) similar complaint was reported for units within the same lot. (B)(4).